Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose level. Blood glucose level at the time of the incident was 428 mg/dl and 20 mg/dl which was treated with glucagon. Customer does not feel okay to troubleshoot and just needed assistance with programming the device. Customer was assisted with programming and reminded about guides and workbooks available on programming on the medtronic diabetes website. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Concomitant products have been added.